Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom 'pump won't stop alarming downstream occlusion' was confirmed during the event history log(ehl) review but not reproduced during evaluation. Multiple downstream occlusion alarms were found in the ehl but it was unable to be determined if they were true or false alarms. Evaluation was able to load and run a fluid filled set without discrepancy. Through the biomed options evaluation found the downstream values with a loaded fluid filled set to be out of specification. Evaluation calibrated the downstream no tube and found the downstream values still out of specification and found the tubing guide to be out of specification. The downstream tubing guide requires adjustment. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.